Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was deployed. Reopro was not given to the patient. A hematoma formed before the pre-insertion angiogram was done. The angiogram revealed that the puncture site was below the bifurcation. However, the decision was made to use the angio-seal. Later that day or the next day, the patient developed a large hematoma. The patient was evaluated by vascular surgeons, but they did not operate at that point. Several days later, the patient had the hematoma surgically evacuated. The patient then experienced gastrointestinal bleeding and was treated. The patient seemed to be improving, but then had a sudden cardiac arrest and died.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) stated that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.